Event description:
It was reported that the patient experienced loss of pressure in the pressure regulating balloon, and urethral atrophy with an artificial urinary sphincter (aus). A replacement surgery was performed in which a new cuff and balloon were replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.